Event description:
When the user loaded the first clip before laparoscopic cholecystectomy, he/she found that something like fragments of the cartridge were attached to the clip and the applier. Therefore, he/she opened a new cartridge to complete the operation. Some fragments were also attached to the adhesive tape of the cartridge.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with five clips remaining. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were two small pieces of green material from the cartridge stuck to the bottom of the cartridge. The empty slot in the cartridge had scrape marks which is most likely where the green material came from. The damage observed to the cartridge is consistent with improper loading technique or with using damaged/misaligned appliers. Functional inspection was performed on the remaining five clips. A lab inventory clip applier was used. All five clips were able to properly load into the applier. The clips were able to load without any pieces of the cartridge being scraped off. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the cartridge indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - cartridge" was confirmed based upon the sample received. The cartridge was received with scrape marks in the empty clip slot. Two pieces of green material were returned stuck to the bottom of the cartridge. The green material was pieces of the cartridge that had been scraped off. The damage found to the cartridge is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip or when a damaged/misaligned applier is used. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73k2100104 the samples were visually inspected and issue reported broken/detached parts - cartridge was not observed in the current manufacturing process. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user loaded the first clip before laparoscopic cholecystectomy, he/she found that something like fragments of the cartridge were attached to the clip and the applier. Therefore, he/she opened a new cartridge to complete the operation. Some fragments were also attached to the adhesive tape of the cartridge.